Manufacturer narrative:
Other-disability. Concomitant medical products: product ID 3998, lot# la0158, implanted: (B)(6) 2002, product type: lead; product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3998, lot# la0158, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The consumer and healthcare provider (hcp) reported there was a loss of stimulation and no stimulation. The patient turned the implantable neurostimulator (ins) off for bed the night prior to the report and when she got up on the morning of the report to use the ins, she could not feel any stimulation. Normally, the patient had stimulation in her knee. There were no positional movements, traumas, or falls that could have been related to this issue. At the time of the report, it showed the stimulation was on. The patient increased the stimulation to 10.30 volts but there was no stimulation. Normally, she had stimulation at 6.60 volts. The patient only had 1 program and no other group settings. The consumer reported she was told in (B)(6) 2014 by the manufacturer's representative that 3 of the electrodes were not working at that time. There were 3 broken electrodes. At that time, she was reprogrammed because the stimulation was working intermittently. It was noted the patient might have had an office visit in (B)(6) 2015. The patient was not really sure if the issue was discovered in (B)(6) 2014 or in (B)(6) 2015. There was a malfunctioning stimulator with the left side out. High impedances of greater than 10000 ohms were noted on electrodes 4, 5, 6, 7 when referenced with electrode 0. The ins was not working at all. The patient met with a competitor's manufacturer's representative who confirmed the electrodes were not working. It was noted the patient's history with the spinal stimulation had been good in terms of coverage of pain in the legs and back. Her experience in terms of usage with battery replacement had been somewhat difficult. The battery was initially placed in (B)(6) 2002 and then replaced 25 months later in (B)(6) 2004, again in (B)(6) 2005, also in (B)(6) 2010 and again in (B)(6) 2011. At this point the device needed to be revised and permission was requested from the insurance carrier for the removal of the ins to be replaced by a competitor's product. The patient had leg pain and back pain. Clearly, a spinal cord stimulator was required as it helped the patient's pain significantly. The patient found the stimulation very helpful in her back and legs, particularly in the left leg which was her main area of pain. There were issues with the manufacturer's implants so the doctor recommended conversion to a competitors implant. The patient wanted to proceed with surgery. The ability for the device to stimulate the left lower extremity had completely malfunctioned. Sometime in the near future, the doctor was going to proceed with the removal of the system and replace it with a competitor's product. It was noted the patient's disability and temporary impairment was 100%. In the hcp's opinion the incident was the competent medical cause of the injury/illness. The patient's complaints were consistent with her history of the injury or illness and the patient's history of the injury or illness was consistent with the hcp's objective findings. The patient was not working. Further follow-up from one of the manufacturer's representative reported that he had no documentation of seeing the patient in (B)(6) 2014 or in (B)(6) 2015 for reprogramming. The manufacturer's representative reviewed the calendar and did not have any recollection of seeing the patient. It was noted that even if the patient was on the calendar, it did not mean he saw the patient as it could have been a clinical specialist or someone brought in from another district if they were overbooked. Three people from the manufacturer were covering that area and the other manufacturer's representative had left. Also, the manufacturer's representative stated that even if the three electrodes were not working, if they were able to program around that and the patient was still getting good therapy, it was not something that he considered a problem. He felt that as long as the patient did not need surgery and they were getting good stimulation, that was what was important. Currently, they were waiting for insurance approval for the patient to have the lead replaced. The cause of the issue was unknown at the time of the report.